Event description:
During udall catheter insertion, the guidewire was easily inserted. But the needle hung on the guidewire during withdrawal. Procedure successful with a second guidewire. Co rep schedule to be on-site 10/7/99. Cooperative investigation.